Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6. Corrected fields: e3, g2 - report source. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the issue occurred due to water invasion into the scope connector caused water droplets to adhere to the circuit board, resulting in short circuit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1- initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope exhibited entire image became filled with noise and unviewable. The issue was identified at the time of lower gastrointestinal endoscopy diagnostic procedure while the device was inside of the patient. The procedure was completed using the same device. There were no reports of patient harm.